Event description:
It was reported that shaft break occurred requiring snaring during retrieval. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck in the lesion. When the device was pulled, it got separated. The device fragments were retrieved with a snare. The procedure was completed with a different device. No patient complications no injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is separated 26cm from the tip. Microscopic examination revealed that the guidewire lumen and inflation lumen is torn from the exit notch to the separation. The proximal end of the separation appears to be stretched prior to separating. No other issues were identified with the device.

Event description:
It was reported that shaft break occurred requiring snaring during retrieval. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck in the lesion. When the device was pulled, it got separated. The device fragments were retrieved with a snare. The procedure was completed with a different device. No patient complications no injuries were reported.